Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018. We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual investigation of the returned pump indicates a defective air-side layer of the triple layer membrane. Detailed investigation of the returned pump is currently ongoing.

Event description:
The distributor contacted berlin heart (B)(4) to report a defect of the membrane was suspected in the excor blood pump of a patient supported in the lvad configuration. An air cushion was also detected within the membrane interstices. The clinic decided to immediately exchange the affected blood pump. The affected blood pump was exchanged in the clinic by trained personnel without complications. The patient was not negatively affected by the incident and is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The clinic exchanged an excor blood pump due to incomplete emptying which can be confirmed based on a video from the time of the incident. The affected blood pump was returned to the manufacturer following the successful exchange. An air cushion was not detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and met its required performance specification. For further investigation, the pump was submitted for an external CT examination. No air cushions were detected based on the CT images and a review of the scans of the triple membrane found no gross membrane breakage. The pump was disassembled for further testing and the membrane layers were individually tested. An inhomogeneity was detected in the air-side layer of the triple layer membrane along the rolling radius of the stabilization ring with two leaks found within the inhomogeneity. The middle and blood-side layer were found to be intact. At the time of investigation, the membrane thickness was found to be within specification for all three layers. However, the thickness of the air-side layer in the region of the inhomogeneity was found to be below specification. The inhomogeneity probably led to a stress point in the air-side layer of the triple layer membrane, which eventually led to the defects in that region. The cause of the incomplete emptying of the blood pump as seen in the video from the time of the incident or for the inhomogeneity could not be determined.